Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection found the sample to have a cut on the airway at the excess hole of the proximal side of the neck strap. The sample appeared to have come in contact with a sharp object. All products are 100% leak tested prior to packaging. The instructions for use state: "do not use a tube that is cut or damaged. Use of a damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage or wear prior to each use" and also states: "guard against product damage by avoiding contact with sharp edges".

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received explaining that a tracheostomy tube was in use for 4 days when a leak was detected at the junction of the inflation line and tracheostomy tube shaft. The tracheostomy tube was replaced. No incident related medical sequela was reported.